Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited the site and replaced the wired foot switch and the xsc certeray. Fse observed minor arcing on the cathode side of the x-ray tube. On follow-up visit, the fse inspected the high-tension connections for signs of carbon tracing but found none. To resolve the problem, fse replaced the x-ray tube and returns the part for further analysis and footswitch, xsc certeray and mrc found defective. After the replacement of the wired foot switch, xsc certeray and x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.